Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed more of a bolus was delivered than what was showing on insulin on board. Customer's blood glucose (bg) was 55 mg/dl. Customer addressed bg with (B)(6), a candy bar, and 4 glucose tablets. Recommendation was made by tandem technical support to consult healthcare provider.